Event description:
Initially one user reported that specific lots of jact+ cuvettes demonstrated variable test results with some results yielding an "out of range high" result (>1005 seconds). There were no adverse events reported by the user. Company's investigation of the reported lots as well as other lots manufactured in the same timeframe has determined that with certain lots, the activated clotting time (act) variability is greater than expected particularly when the anticipated result is prolonged due to the presence of large amounts of heparin. Company's analysis indicates that these product malfunctions, which have occurred would not cause or contribute to serious injury or death. Company is submitting this report based on the company's receipt of six (6) field complaints, company's subsequent product investigation, as well as, information which the company learned was placed on the amsect (perfusionists) society "perflist" web page by the initially reporting perfusionist.